Manufacturer narrative:
It was reported, "catheter breaking off after insertion." Email received from sales representative, medline industries, inc., (B)(6), who provided the following the information as to what or how the foley catheter with drain bag broke after insertion; (B)(6) reports, "the seal that keeps the catheter and the line together failed and the catheter came off." No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample has been returned for testing and evaluation. Investigation conclusion / root cause: the reported issue of the catheter breaking off could not be confirmed through visual or functional evaluation of the received sample. Due to the reported incident, medical intervention and in an abundance of caution, this med watch is being filed. If any further relevant information is identified or obtained, a supplemental med watch will be submitted.

Event description:
It was reported; "catheter breaking off after insertion."